Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 01-nov-2024 investigation summary bd received two photos and three samples for investigation. The photos depict individual blister packs with warped/damaged packaging and an open seal. The three returned samples underwent visual inspection for open or damaged packaging and failed testing due to warped packaging resulting in an open seal. Additionally, 100 retained samples were visually inspected, and all passed testing as the seals were complete with no damage to the packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® ultratouch¿ push button blood collection set with pah that thirteen (13) units were found poorly sealed. No patient impact reported.

Event description:
It was reported prior to using bd vacutainer® ultratouch¿ push button blood collection set with pah that thirteen (13) units were found poorly sealed. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.